Manufacturer narrative:
Product complaint #(B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? Dr. M is a relatively new user, he has probably used it 6 or 7 times. How many times have they applied the laparoscopic tip? 6 or 7 times. Was a sales representative present during the case when the issue was experienced? No. What is the lot number? Unknown. Was any leakage or product solution observed at the luer locks connection? No. Were there any unexpected outcomes or complications as a result of the event? No, they just had to open a new vst10. Are there pictures of the damaged device available? No. Investigation summary: the following observations were made by inspecting the returned device: the luer locks (grey components) were stuck and not able to turn. There were excessive gaps (~2.5mm) between the back of the luer locks and the seat on the adapter indicating that the luer locks were forced to move distally. There are deep tool marks on both the lure locks indicating the luer locks were forcefully manipulated by a hard instrument. Investigation: the gap between the back of the luer locks and the adapter seat is about 0.58m as designed. Under normal circumstances, the gaps will remain constant when the tip is fully locked onto the adapter. To remove the tip for a lap tip exchange, user needs to turn the luer lock in the direction as shown to dislodge the tip manifold. However, if the luer locks are over tightened by excessive force in the opposite direction, two damages can be done to the device: a: the threads on the tip manifold and the luer locks can be stripped off, resulting a unsecure attachment of the tip; b: the internal structure of the luer locks are deformed and forced to move distally, causing the luer locks sticking onto the adapter legs, as in this case. The deep tool marks indicate that a tool was used to loosen the tip by rotating the luer locks in the tightening direction (wrong direction) with excessive force. The luer locks were pulled distally by the tip, causing deformation on the internal structure of the luer locks and resulting the luer locks getting stuck onto the adapter. However, based on the complaint description, it is unknown why the user resorted to using a tool to unlock the tip. It is highly probable that the user initially tightened the luer locks instead of loosening them, causing the luer locks to get stuck, leading the user to use a tool to pry off the luer locks. Conclusion: it is determined that a tool was used with excessive force to turn the luer locks in the wrong direction. As a result, the luer locks and tip were stuck and the tip was unremovable/unexchangeable and the device unusable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a sleeve gastrectomy procedure on (B)(6) 2021 and a fibrin sealant preparation device was used. The lure locks would not loosen to attach the laparoscopic tip. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested